Event description:
It was reported that the mdu was overheating. The event occurred before the procedure. No patient or user injury was reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. Mdu failed functional tests with extreme overheating. Mdu motor/housing grew hot during testing. After troubleshooting, the cause of overheating was observed to be a jammed motor/gearbox assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion inside housing. After partial disassembly it was determined that there have been non-conforming material used in an attempt to replace the power cord and/or motor. The insulation on the white wire from cord to motor has been damaged and shows bare wiring. The shorting out of the bare wiring could have contributed to the jammed motor. The complaint investigation has concluded that the gearbox is jammed (probably due to corrosion) and the unit has had a faulty 3rd party repair which resulted in damaged wiring. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.